Manufacturer narrative:
H4: the lot was manufactured between september 13-15, 2023. H11: a batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a small volume folfusor underinfused medication during infusion. It was observed that the device did not complete the medication delivery. Approximately 20% of the medication dose remained even after 5-6 hours of extra time from the expected therapy time. This occurred during use. There was no report of patient injury or medical intervention associated with this event. No additional information is available.